Manufacturer narrative:
Batch review performed on 12.02.2021: lot 177440: (B)(4) items manufactured and released on 6-mar-2018. Expiration date: 2023-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery was performed one 1 year and 4 months after the primary surgery due to pain. The cause of the pain was a too high insert which caused ligaments damage (the ligaments become lax due to damage and a higher insert was needed) and results in knee instability. Only the liner was changed. The surgeon revised 14mm liner and implanted 17mm.